Event description:
It was reported that the unit was flagged by MDR after coming through cleaning, the screen comb was bent. There was no patient harm or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been corrected/updated: a1, b3, b4, b5, d2, d4, e1, e2, e3, g1, g2, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the screen comb was bent. There is no information provided regarding any patient involvement/harm that may have occurred. There are no adverse events associated with this malfunction. Due diligence is in progress, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.